Manufacturer narrative:
The product involved in this event has not been returned to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Zip code is as follows: (B)(6).

Event description:
It was reported that the rts have had concerns about a few cases where the spo2 did not match the abg. I asked to obtain specifics so that we could look at educational opportunities as well as investigate what else could be causing discrepancies. Observations as follows: typical ICU environment, 4 person room separated by curtains. Male patient located in (B)(6). Patient is sedated, intubated and ventilated on continual renal replacement therapy and multiple peripheral ivs. Right radial artline and right internal jugular line. Patient on philips mx800 monitor (sw version l.01.08) with mms x2, masimo set with a03. No pi or siq indicators. Spo2 provided via m-lncs cable (pn 2831) and m-lncs dci sensor (pn 2501), lot #s 16adw and (pending) respectively. I have also asked for the sn of the philips monitor involved. That information is still pending. I have also inquired as to if the patient was on inotropes at the time of the abg draw, that information also pending. No sign of nail polish use. The abg in question was taken from the right radial artline on (B)(6) 2017. It reads as follows: time- 12:20 / ph 7.34 / pco2 38 / po2 63 / hco3 20 / bd -5 / sao2 92. Rt reports at the time of the abg draw, that the dci sensor was on the right middle finger and that the patient¿s saturation was 99% ¿with a good waveform¿. No pictures provided. They tell me that while this case is not of particular concern, they say they have noticed similar differences in their ICU lately and are looking for follow up. The customer does not want to return the specific cable or sensor for failure analysis as they believe it to be the overall technology difference rather than a specific cable and sensor. They think that the saturation discrepancies are sometimes impacting their ability to optimize their patients as they would changes to the peep or fio2 on the ventilator. No consequences or impact to patient were reported.